Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned for additional evaluation and investigation. Physician did not speculate as to the cause of the disconnection. Per instructions for use of the device, catheter disconnection is a known possible risk of use of the device. (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a catheter revision. Catheter revision was performed because the catheter became disconnected at the catheter connector. Physician slightly trimmed the catheter then reconnected. Cs reported that there was csf leaking from the catheter and created a large bulge around the pump. The patient was hospitalized for their symptoms of unrelieved pain and headache.